Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the vacuum of these tubes won¿t suck blood out of the vein when we put the tube in the vacutainer. We end up changing few tubes during the process to be able to collect blood. This happens with 4 tubes every day since last month.¿" additional information received. 04/08/2021: 4/6/2021 responses to questions: received the following responses from customer: what type of needle is used? Both straight and butterfly needles is it used with a bd holder? Yes. Are other tubes drawn at the same time and do they fill correctly? Yes. Are the tubes not filling at all or do they just partially fill? Some of them not at all but in rare cases, some tubes barely collect a few drops of blood before they stop and when we change the tube blood flows well.

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the vacuum of these tubes won¿t suck blood out of the vein when we put the tube in the vacutainer. We end up changing few tubes during the process to be able to collect blood. This happens with 4 tubes every day since last month.¿" additional information received. 04/08/2021: 4/6/2021 responses to questions: received the following responses from customer: what type of needle is used? Both straight and butterfly needels is it used with a bd holder? Yes are other tubes drawn at the same time and do they fill correctly? Yes are the tubes not filling at all or do they just partially fill? Some of them not at all but in rare cases, some tubes barely collect a few drops of blood before they stop and when we change the tube blood flows well.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. See h.10.